Manufacturer narrative:
(B)(4).

Event description:
It was reported that the remote home monitoring system issued an alert for the right ventricular (rv) lead exhibiting low out of range pacing impedance measurements of 200 ohms. The clinician stated there was also low r-wave amplitude in the 2 millivolt (mv) range. It was noted that the pacing impedance was 500 ohms at implant while the r-wave amplitude measured 6 mv at implant. A decrease in measurements was noted four months earlier, thus there was concern over possible insulation damage. There was no oversensing or noise present along with good sensing. Subsequently a revision procedure was performed where the lead was surgically abandoned are replaced. The patient was upgraded to a dual lead device due to bradycardia at the time of the revision. No additional adverse patient effects were reported.